Event description:
It was reported that, "dr was drilling hole for #3 screw on t2 supercondylar nail. He was using the stryker oscillating drill. When he reached the far cortex the drill bit broke. He was not pleased. He fished the broken end out after 5 minutes. He finished the case but commented that this has happened 2 other times."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.